Manufacturer narrative:
(B)(4).

Event description:
It was reported that device entrapment occurred. Thrombus aspiration was completed successfully with the angiojet® zelantedvt¿. Upon attempt to remove the device from the .35 non-bsc guidewire the device was stuck. The catheter and wire were removed together as a unit. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - pump side was cut off and was not returned with the device. Visual and tactile examination of the zelante showed that the 0.35 guidewire was returned with the zelante. The guidewire that was returned with the catheter was removed from the catheter and the guidewire and appeared to be in backwards. The complaint that was reported was confirmed with visual examination of the returned guidewire showed that the part of the inner lumen was stuck onto the guide wire. Microscopic examination showed that the inner lumen that goes through the rotation device and hub was accordioned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device entrapment occurred. Thrombus aspiration was completed successfully with the angiojet® zelantedvt¿. Upon attempt to remove the device from the .35 non-bsc guidewire the device was stuck. The catheter and wire were removed together as a unit. No patient complications were reported and the patient status is fine.